Event description:
The reporter contacted animas on (B)(4) 2013 and stated the audio bolus button required multiple presses to elicit a response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The audio bolus button was found to be fully intact. During testing, the audio bolus button was found to be intermittently responsive. The bolus button cover was removed and contamination was found on the bolus contact.